Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required in searching the complaint database by product lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product info. It was noted the products were implanted for approximately seventeen years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.

Event description:
Pt was revised to address femoral loosening, poly wear, and osteolysis.